Event description:
Information was received indicating that the silicone bivona tube had an issue with the flange of the device breaking. The patient has a custom trach with two balloons. There were no adverse events reported.

Manufacturer narrative:
Photos of the device were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown a DHR review was unable to be performed since no lot number was provided.